Event description:
Per the clinic, the patient has undergone a surgical procedure (date not reported) to excise excess tissue from the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.